Event description:
It was reported that while using the excelsius gps system, the case was aborted due to robotic error, and screws were then placed without robot.

Manufacturer narrative:
This is being reported for a problem found earlier. The user reported a rehoming failure which would lead to a loss of motion until a successful rehoming. Case logs were not submitted so a root cause could not be determined. A globus medical field service engineer visited the customer location per (B)(4) but was unable to reproduce the issue. The control panel was replaced as a measure of caution and the system was tested for functionality successfully. The observed overall risk is low, which does not exceed the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue cannot be traced.